Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One power on reset (por) for write to locked ram, addr=11b6, data=32, occurred on (B)(6) 2011 06:42:02. A patient alert for por occurred on (B)(6) 2011 05:42:02. Diagnostic information is consistent with the reported event.

Event description:
It was reported that the patient experienced worsened heart failure symptoms possibly due to vvi65 setting. Upon interrogation it was noted that the device had an electrical reset. The device was returned to the original settings and remains in use. No further patient complications have been reported as a result of this event.